Manufacturer narrative:
No complaint was received with return of the device. Failure event observed during analysis. Final analysis found only the distal portion of the lead was returned in one piece measuring 34.3 cm. An external insulation abrasion breaching the outer insulation was noted at 7.4 cm to 7.6 cm from the distal end consistent with friction to another implanted device or feature of the patient anatomy.

Event description:
This report is to advise of an event observed during analysis.